Event description:
Customer reported a charger error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger. System operates as intended. This MDR is related to ge healthcare.